Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
It was reported that the cable of the charging kit became exposed, resulting in a spark. The equipment was advised to be removed from service, and a replacement device was sent to the patient. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.